Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to place into the patient. The customer indicated that the patient almost resulted in airway loss. The patient was reported re-intubated with other device after two unsuccessful intubation.